Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was feeling tired and eventually passed out. The patient¿s cgm was reading 120 mgdl. The patient¿s roommate called 911. Once emergency medical service (ems) arrived, the patient¿s bg meter reading was 47 mgdl and she was treated with ¿sugar¿ (the patient cannot recall how this was administered to him). Ems transported the patient to the emergency room (ER). No further medication or treatment was provided to the patient while in the ER. It was not specified when the patient regained consciousness. The patient was discharged from the ER after approximately 4 hours. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.